Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12321. It was reported the pt has no stimulation. The sjm rep interrogated the system and found invalid impedance on all contacts. Reportedly the pt will see the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.